Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months, due to "cardiac failure with cardiogenic shock and left ventricular failure due to previous myocardial infarction". Per the operative report, the patient tolerated the procedure well and was taken to the intensive care unit in satisfactory condition.